Manufacturer narrative:
Corrections: additional device information was corrected to change the model number to fhc-202. Premarket identification was corrected to change the PMA/510(k) number to k993065.

Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention devices of the reported lot. Retention devices were tested with hcg-positive serum standard at the qc cutoff (25 miu/ml) and all of the results were positive at the read time. All results met the qc release specification. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported two unconfirmed false negative hcg result using the icon 25 hcg combo cassette using serum. No confirmatory testing was performed. Although requested, no additional information is available per distributor.